Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer half height 2.1 cubie d3 was not detected on bus. A field service engineer (fse) inspected all cable connections and found no visibly loose or damaged components. All cables were re-seated, and the cubies contact points to the trays were cleaned. A full hardware test application (hta) test was performed and passed successfully. The system functioned as intended after the field service engineer repaired the device. E1 - initial reporter last name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.